Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intra-op complications during primary surgery, pain and swelling reported, radiographs demonstrated periarticular osteolysis of the tibial baseplate, implants were well-fixed with a fracture of the tibial baseplate noted, large amount of poly wear and thickened synovium, osteolysis noted in the posterior condyle of the femur, patella retained. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 00597206535;all poly patella size 35 mm dia. Standard 9.0 mm; lot#: 61634176, item#: 00596004710; modular finned keel stemmable "size 5 6"; lot#: 61461872, item#: 00596004701;modular tibial plate fixed bearing ; lot#: 61620996 item#: 00595001502;femoral component precoat size e right; lot#: 60511545. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00846, 0001822565-2019-04943, 0001822565-2019-04944, 0001822565-2019-04945.

Event description:
Patient underwent initial tka nine years ago. Subsequently, patient was revised approximately eight years later due to pain and swelling. During the revision surgery, it was noted the tibial baseplate was fractured resulting in poly wear, osteolysis, and a thickened synovium. The tibial and femoral components were replaced without complication and the initial patella was retained.